Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and confirmed that the device was exhibiting premature depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device remains implanted. Additional information noted that the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and confirmed that the device was exhibiting premature depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and confirmed that the device was exhibiting premature depletion and should be replaced and returned. Ts noted that the device should be replaced within ninety days. Additional information noted that the device was explanted but to date has not been returned despite efforts to obtain this information. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported.